Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) for non-malignant pain. It was reported that the patient inquired if their dosing is correct or not after 'a mdt rep' showed them how to look at the reports after an adjustment on friday and they didn't think it was correct. Patient stated they had not felt pain relief yet since implant, but stated, 'they've been going twice a week for dosage changes'. The patient stated they got an increase on friday, an increase today, and have another appointments coming up next tuesday. Patient navigated to the reports in the handset, and read 'the bottom shows the total dose/day .4084mg, above it is bolus duration - dose 1.2822 - primary, so that gives me a max dose, that shows 5.4930.' The patient further stated 'the mdt rep said you times this by four for the total dosage, so the report gave me said they raised the bolus 1245%. The b olus used to be 0.018, and the primary used to be 0.3441, but now the bolus is 1.2882, so the other day, it showed .4, but now it looks like 5mg/day.' The patient reported that, 'last friday when I left, I had to go back to the clinic because they forgot to program the changes in my pump.' Patient is concerned if they bolus 'I may feel the relief or I may go comatose'. Patient services assisted patient in navigating to therapy details, which displayed bolus dose of 1.2882. Patient services redirected to hcp. Information was received from a consumer regarding a patient receiving intrathecal fentanyl (unknown concentration and dose) via an implantable pump for non-malignant pain. While on the call, the patient stated that the mdt rep saved their life by showing them how to check the setting and they found a setting that was wrong. The patient stated that it was mis-programmed and they called about it last month. The patient said that they had them push a bolus and they were sick for 2 days. Their blood pressure was at 69/63 for a couple hours and it scared them.

Manufacturer narrative:
Continuation of d10: product ID a810 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that his hcp overdosed him by 1245% of dilaudid and it almost killed him. It was further reported through additional information received from the patient that the entire time the patient was treated they were in withdrawals. When the patient was taken to the ER, their bp was very up and down and they were chilled and sweating so bad they were having severe withdrawals. Per the patient, the ER stated, you can't change these medications without doing a dose taper. It was further reported at an office visit on (B)(6) 2023, the patient's pain had not improved since the pump had been adjusted on (B)(6) 2023. The patient's pain was located in his right head and radiated down his left arm to his fingers. The pain was a constant, sharp, ache. The patient was unable to wash his dishes or use his computer without pain. The pain was exacerbated by movement and was rated between and 8-10/10. The patient reported that he also had an increase in anxiety and depression since having the pump adjustment. At appointment on (B)(6) 2023, the patient's incision looked clean dry and intact, with no signs of infection. The patient's medication was increased from 0.2724 mg/day to 0.4086 mg/day at that time. The ptm dose remained the same at 1.2833. Per the hcp note, if the patient's pain hadn't improved, the medication would be switched to fentanyl.